Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege physical injuries, economic losses and medical expenses; past, present and future pain and suffering, permanent physical injuries, disfigurement, and emotional distress. It is further alleged the patient was injured by excessive levels of chromium and cobalt. Update: (B)(4) 2011 - the sales rep has reported the revision surgery for the left side. Patient was revised due to pain. Update: (B)(4) 2012 - the sales rep has reported the revision surgery for the right side. Patient was revised due to pain with metallosis present.

Event description:
Litigation papers allege physical injuries, economic losses and medical expenses; past, present and future pain and suffering, permanent physical injuries, disfigurement, and emotional distress. It is further alleged the patient was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Update: 07/29/2011, plaintiff's preliminary disclosure form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.